Event description:
Le maitre albograft vascular graft implanted into pt. After clamp was removed it became apparent that there was brisk bleeding through the graft material. Aneurysm cavity was packed with surgical fibrillar (surgicel) expedite clotting of graft. Haemostasis confirmed prior to closure. No pt injury occurred.

Manufacturer narrative:
This complaint is currently considered an isolated incident and at this time a corrective action has not been opened. This complaint is being investigated for root cause through our complaint system. Device history records review did not reveal any discrepancies during lot manufacturing and packaging processes. Grafts from the same lot were permeability tested and no issues were observed. This data suggests that this is an isolated incident and we will continue to investigate the root cause of the issue if more data becomes available. Please note that no pt injury occurred. See scanned page.